Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the unexpected level of pain reported. If additional information is received a follow-up report will be submitted.

Event description:
Patient reported non-cardiac chest pain related to his superdimension procedure lasting for approximately two weeks after the procedure. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
This event did not require medical intervention and does not meet the criteria for a serious injury therefore is not a reportable event.